Event description:
Boston scientific received information that this device showed that despite automatic gain control settings of 1.5mv on both the right ventricular (rv) lead and left ventricular (lv) lead channels, there was cross-talk as p-waves were being sensed on the rv and lv channels. This led to inhibition of pacing and a ventricular pause longer than two seconds. The electrocardiogram showed intermittent rv pacing.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Event description:
During follow-up boston scientific confirmed the pacing inhibition observation was not a current anomaly; the reviewed electrograms were from a previous clinical follow-up of which boston scientific had not been notified. The physician is currently asking for recommendations regarding programming optimization, specifically regarding bi-ventricular pacing. The field representative also confirmed the previous issues had been resolved with no further observations of note.